Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#:k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 5 it was reported after using bd vacutainer® sst¿ blood collection tubes, one (1) sample exhibited clotting in the serum following centrifugation. No adverse impact was reported regarding the patient or user.